Event description:
During a pta treatment procedure, the symmetry small vessel balloon rupturd at seven atms on the second inflation. The first inflation was to three atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in the brachial vein. The physician used a 5 fr mosquito introducer sheath for vascular access and a .018 radiofocus guide wire to cross the lesion. The symmetry balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.